Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the mean right ventricular outflow tract (rvot) gradient at the implant discharge measured 17 millimeters of mercury (mm hg).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that five and a half months following the implant of this transcatheter bioprosthetic pulmonary valve, the six-month follow-up radiography imaging showed a type I stent fracture without loss of stent integrity. The six-month follow-up transthoracic echocardiogram (tte) showed fixed leaflet mobility compared to the normal leaflet mobility that was observed at discharged. Tte showed a mean pulmonary valve gradient of 15 millimeters of mercury (mm hg), trace/trivial pulmonary regurgitation, and trace/trivial tricuspid regurgitation. No reported treatment or impact to the patient.